Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed gas supply test during pre-use check. After investigation by our field service engineer, it was judged that the control printed circuit board (pcb) was faulty. The customer asked another repair company to repair the ventilator. The evaluation of received device logs shows that the gas supply pressure test had failed several times, the first time as early as (B)(6) 2019, which will be used as the date of event. The gas supply test failed due to that the measured o2 supply pressure between the monitoring and control pcbs differ more than 20 mbar. The conclusion is that the reported issue could be confirmed in received device logs. As no part was returned, the root cause could not be determined.